Manufacturer narrative:
The user facility has not been able to identify which of their units was involved in the reported incident. No malfunction is being alleged and the unit involved in the reported event has not been identified.

Event description:
It was reported that a psychiatric patient used the power cord on a bed as a ligature and allegedly wrapped it around their neck, subsequently expiring as a result of the event.